Event description:
It was reported that during a delivery procedure, the stapler broke off. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: nonconforming handle weld. The analysis results confirmed that the device was returned nonfunctional. The instrument was received with the magazine detached from the handle due to insufficient magazine to handle weld. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.